Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that weld on the frame is broken near where the seat post attaches to.

Manufacturer narrative:
Additional/updated information was added to reflect the frame assembly being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the seat post receiver tube was broken from the frame at the weld. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat post was broken where it was welded to the rest of the frame. However, the underlying cause could not be determined.

Event description:
The dealer stated that weld on the frame is broken near where the seat post attaches to.